Event description:
After completion of egd procedure, inspection of the guide wire showed a frayed portion of the outer sheath liner/coating. Frayed portion is approx 1/2 inch in length - still attached to the guide wire. Dates of use: (B)(6) 2012. Reason for use: jaundice.